Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator was plugged in and emitted sparks that gave the patient a shock up to the arm and to the pacemaker. The patient was wondering if anyone has been shocked while plugging in the communicator before. There was no water source nearby. The communicator issue was not resolved. No other adverse patient effects reported. The communicator remains in service.

Manufacturer narrative:
Additional information supplemental report for updates the b3 and b5 fields. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator was plugged in and emitted sparks that gave a shock up to the arm to the pacemaker. The patient was wondering if anyone has been shocked while plugging in the communicator before. There was no water source nearby. The communicator issue was not resolved. No other adverse patient effects reported. The communicator remains in service. Additional information indicates that the patient felt the electricity up to the arm unto the implantable device. There was an elevated heart rate. There were no suspicious anomaly or resets. The battery and power diagnostics were normal. There was nothing in the data to indicate that the implanted device was damaged.